Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the head of an iw930 cosycot infant warmer cracked as a result of an environmental disaster. Conclusion: the cause of the reported damage was due to environmental conditions out of human control. We also note that the complaint device is 5 years old. The customer elected to repair the unit themselves and the necessary spare parts have been provided.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the head of an iw930 cosycot infant warmer was cracked as a result of an environmental disaster. There was no patient consequence.